Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery charged slower than expected. Additionally, customer experienced an unspecified issue with the pump battery. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer declined to perform troubleshooting with tandem technical support. No additional patient or event information was available.